Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost is a direct digital radiography system with flat detector technology (fixed or mobile detectors) based on modular components to allow for customization for all radiographic applications and workload requirements. This radiography system is equipped with a motorized ceiling suspended column (csm) carrying the x-ray tube, collimator and control handle, a bucky table (th2) and a movable bucky wall stand (vm) for general x-ray examinations. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site and confirmed artefacts on images and tried several times to calibrate with no success. The affected detector needs to be replaced. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). The affected detector was replaced. The new detector was paired and calibrated and passed to med. Physicist for acceptance testing prior to clinical use. Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Manufacturer narrative:
Ref. ID:(B)(4). Philips field service engineer investigated on site and confirmed artefacts on images. The affected detector was replaced. The new detector was paired and calibrated and passed to med. Physicist for acceptance testing prior to clinical use. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported couple of images with linear artefacts. The log files show some shocks that may have been caused by falls of the detector. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.